Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance from tandem technical support to turn on the pump's carbohydrate setting. The customer's blood glucose (bg) level was impacted; however, the value of the bg level was not provided.